Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid at 5.0 mg/ml concentration and a dose of 0.7322 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had a superficial csf leak following explant of the pump and catheter. The patient had drainage from the wound with a clear fluid coming from the posterior incision on (B)(6) 2016. It was indicated the event was related to the surgery procedure. The patient had the wound explored and the csf leak was repaired on (B)(6) 2016. The issue was considered resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.